Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced suspect peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, vomiting, weakness, and a loss of appetite. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient treatment and outcome are unknown. Action taken with therapy was not reported. No additional information is available. This is report 1 of 3.